Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by manufacturer: mustang 6.0 x 40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that it was subjected to positive pressure. A partial balloon circumferential tear was identified located approximately 12mm proximal of the distal markerband. No other issues were noted with the balloon material. As per mustang specification, the rated burst pressure for this device is 24 atmospheres. A visual examination observed damage to the tip of the device. This type of damage is consistent with excessive force being applied to the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The patient presented for a percutaneous transluminal angioplasty (pta) procedure. The 80% stenosed, 6.0mm x 80mm, concentric, de novo target lesion had no significant bend, and was located in the moderately tortuous and moderately calcified left radio-cephalic fistula. A 6f non-boston scientific introducer sheath and a .035 starter guidewire were used to assist in delivering a 6.0 x 40, 75cm mustang balloon catheter for pre-dilatation. However, during the first inflation at 22 atmospheres (atm), the balloon ruptured. The device was replaced with another 6.0 x 40, 75cm mustang balloon catheter which was inflated to 24 atm but also ruptured during the first inflation. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The patient presented for a percutaneous transluminal angioplasty (pta) procedure. The 80% stenosed, 6.0mm x 80mm, concentric, de novo target lesion had no significant bend, and was located in the moderately tortuous and moderately calcified left radio-cephalic fistula. A 6f non-boston scientific introducer sheath and a .035 starter guidewire were used to assist in delivering a 6.0 x 40, 75cm mustang balloon catheter for pre-dilatation. However, during the first inflation at 22 atmospheres (atm), the balloon ruptured. The device was replaced with another 6.0 x 40, 75cm mustang balloon catheter which was inflated to 24 atm but also ruptured during the first inflation. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.